Event description:
A us distributor contacted zoll to report that a patient had an incision and the lifevest rubbed the area. It was reported that the incision was rubbed raw and infected. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed antibiotics for the skin irritation. Follow up indicated that the incision improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.